Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient was experiencing difficulty with his programs. The programs would turn on and off intermittently. In addition, the patient reported his recharge burden had increased. Intraoperative testing of leads revealed invalid impedances. The physician removed and replaced the ipg. The leads were then tested with the new ipg and impedances were within normal range.